Event description:
A physician reported that an ophthalmic operating console presented no aspiration during phacoemulsification mode before a cataract surgery. There was no patient involvement. New fluidics management system (fms), handpiece and phaco tip were tried but the issue continued. The console was restarted and then it was operated normally and the surgery was completed successfully without any report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was no service record relevant to the complaint¿s reported event was found. However, the system was last serviced prior to the reported event and found to meet all cosmetic and performance standard. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).